Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that surgeon did a poly exchange on the patient's right knee due to instability. Implants were all secure but instability was in patient's knee. The surgeon swapped out the poly for a thicker poly insert.